Event description:
It was reported that this bundle of his lead was explanted due to dislodgement. This lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).